Manufacturer narrative:
The company representative examined the system and was unable to replicate the customer reported event. However, system message "vfi (inject) and prop scissors are not available - pro press transducer range invalid" was verified in the system's event log. Preventive maintenance was performed. The company representative replaced the pneumatic connectors, latch seal and illuminator bulb. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause of the reported event is unknown. (B)(4).

Event description:
A customer reported a system message was received during a procedure and the system could not be reset. Following a 5 minute delay, the silicone oil was injected manually. Pt harm is unknown at this time. Additional information has been requested.